Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis 22-dec-2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a dim and discolored display. There was no line through the display screen.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a display (line through display) issue. It was reported that there was a line through the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.